Manufacturer narrative:
(B)(4). This task cannot be completed as the customer did not returned the samples. Manufacturing records were reviewed and were found to acceptable. Sample not available for evaluation. As no sample was received for analysis, we could not further investigate this complaint. The root cause was undetermined. (B)(4).

Event description:
Wings on accusol connector were bowed and failed to spike filled bag. The dialysis solution could not be pulled from the bag causing alarms. No patient injury or medical intervention was reported.